Event description:
It was reported that the customer's blood glucose level was 454 mg/dl. She corrected her blood glucose level with a manual injection. When changing her infusion set, the customer's mother saw a big gap between the insulin and the top of the reservoir. She also noticed an air bubble. Insulin squirted out when she primed her infusion set. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.